Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported a nondelivery from the secondary line. The pt was receiving an unspecified concentration of pitocin in 500ml normal saline. No specific programming parameters were provided. Multiple unsuccessful attempts have been made to obtain additional info.